Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker initially displayed less than three months remaining. However, after one month, the device showed ten months remaining in battery life. A data disk was sent for analysis. Boston scientific technical services (ts) discussed that longevity calculation adjusts through usage patterns. Attempts to obtain additional information were unsuccessful. The device still remains in service. No adverse patient effects were reported.